Event description:
Taxus express another country's post market surveillance study. Same case as MFR report #: 2134265-2008-05019. It was reported 124 days following a coronary artery stenting treatment procedure that the pt returned with angina pectoris and restenosis requiring reintervention. The index procedure treated the 75% stenosed 2.5x20mm target lesion located in the 1st diagonal vessel. Treatment consisted of pre-dilation with an unk 2.5x20mm balloon deployed at 10 atm's and the placement of two taxus express2 drug eluting stents (2.5x8mm, 2.5x16mm) both deployed at 10 atm's. Ivus was performed and the resulting residual stenosis was 25%. The pt was discharged 2 days later on bay aspirin and panaldine and 11000u of heparin was administered on the day of the procedure. At 124 days following the post procedure, angina pectoris was confirmed. On day 138 at a follow up visit, the physician confirmed the stable angina was getting worse due to stenosis in the mid and distal left anterior descending (lad) artery and in the 1st diagonal (target vessel). On day 174, a reintervention treatment procedure was performed. A 90% stenosed 3.0x35mm lesion was located in the mid lad, a 90% stenosed 2.5x10mm lesion was located in the distal lad, and the target lesion located in the 1st diagonal branch was restenosed with a 99% 2.5x15mm lesion. Ballooning was performed in the mid lad to the 1st diagonal with an unk device and another manufacturers drug eluting stent was placed in the mid lad. The residual stenosis in the mid and distal lad artery was 0% and was 25% in the 1st diagonal branch following the treatment. The pt was released on day 176 on bay aspirin and pandaldine. It was noted on day 176 that the angina pectoris "disappeared".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication."